Manufacturer narrative:
The customer's glidescope go 2 monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported issue. No fault was found when connecting and disconnecting verathon's test blades from the customer's monitor. Monitor recording was tested and confirmed to be working. The tsr was unable to duplicate the monitor briefly resetting to the start-up screen and was confirmed to be operating as intended. The customer's laryngoscope that was connected to the monitor during the reported incident was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported while attempting a difficult pass of an endotrachial (et) tube during a patient procedure, the glidescope go 2 monitors briefly reset to the start-up screen. It was reported that the et tube was successfully placed. No delay in the procedure, use of a backup device, or harm to the patient was reported.